Event description:
The customer reported a motion disabled error message. This would lead the loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.